Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery during a set change. Blood glucose reading was 350 mg/dl. Troubleshooting was performed. The reservoir was found to be occluded. Advised that the reservoirs and infusion sets will be replaced. Nothing further reported.